Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number: 3006705815-2020-32629. It was reported the patient experienced ineffective therapy. Diagnostics indicated the multiple contacts with high impedance and one of the leads had migrated. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein both existing leads were explanted and replaced. Effective therapy was restored postoperatively. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported